Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.

Event description:
Pt was placed in lift without safety belt attached. During the lifting procedure the pt wiggled and slipped out of the sling and onto the floor. There were no injuries caused from this incident. Slings were free of loose or broken thread stitching and tears. The only compromising element found was the safety belt was not inserted into the green belt support provided with the sling. Facility admits to not fully securing pt properly into the sling prior to the lifting procedure.